Event description:
A report was received that the patient was having difficulty charging due to ipg migrating and being tilted in the pocket. The patient underwent a pocket revision procedure. The physician revised the pocket and the patient is reportedly doing well following the procedure.